Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had intermittent power. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/05/2015 with the following findings: there were pump reboot events observed in the black box that support a power loss event. The battery cap did not tighten securely onto the pump and was not able to maintain an electrical connection. There was a crack along the side of the battery compartment threads. The battery cap threads were found to be stripped. A test cap was used for a 24 hour test without any reboots. Unrelated to the initial allegation, the display screen was dim and discolored. The audio bolus button was torn but still responsive.